Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels rose to 475 mg/dl while wearing the pod on the arm between 1 and 4 hours. The patient reported experiencing a clogged or blocked pod, which resulted in elevated blood glucose levels reaching 475 mg/dl and alarms occurring every five minutes. Reported symptoms included fatigue, tiredness, and altered mental status. The patient was diagnosed with hyperglycemia. Treatment included insulin injections, an electrocardiogram (EKG), and observation by medical professionals. The patient was released the same day.